Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue was most likely patient condition related as no issues with the returned pump were noted. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support, there were placement signal issues. The pump was successfully weaned and explanted. No patient harm has been reported.